Manufacturer narrative:
Follow-up root cause: failure analysis on the returned blower assembly shows that the blower assembly passed all testing. A too high blower temperature alarm (1002 e/c) could not be duplicated. There were no faults found with the blower assembly.

Manufacturer narrative:
The customer was contacted requesting information regarding the patient involvement, but no response received.

Event description:
The customer reported that the ventilator alarmed with blower temperature high occurrence. The customer reported that it is unknown if the unit was in use on patient, but there was no patient harm reported.